Event description:
A REMstar Pro C-Flex+ device was returned to a service center with no initial alleged complaint.During the evaluation of the device at the third-party service center the device was visually inspected, and no evidence of foam degradation was found. Moreover, the device had burnt power connector.In addition, the device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to Hazard with description Fire, flame, smoke. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.